Event description:
Procedure: wedge resection. Reportedly, during an emergency operation, a pneumothorax procedure was also performed. While firing the stapler, the sulu disengaged from instrument and was locked on tissue. The surgeon cut the patient tissue around the sulu to remove the device.